Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 may 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip (lot: 40115r2080)was implanted first in a central position without issue. A xt clip (lot: 31004r1006) was then attempted to be implanted to further reduce mr. Grasping and capturing was difficult and multiple attempts were made. During grasping attempts, a chordal rupture and a new posterior leaflet flail was observed. Mr became grade 4 again. Two more grasping attempts were made but were unsuccessful in reducing mr. The xt clip was then removed and the procedure was aborted with mr remained unchanged grade 4. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with difficulty capturing the leaflets appears to be related to patient conditions and due to thin leaflets. The positioning failure associated with leaflet grasping appears to be related to patient conditions (enlarged atrium, rotated heart and thin leaflets). Unspecified tissue injury resulting in unchanged mitral valve insufficiency/regurgitation appears to be related to difficulty grasping the leaflets. Tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a